Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella rp for mechanical circulatory support. While on support, the patient experienced bleeding issues throughout the night. The patient was taken back to the operating room the following morning and was found to have multiple spots that were fixed for bleeding. A transesophageal echocardiogram indicated there was no native cardiac function and the right ventricle was not compressed even with the impella rp in place. Additional information noted the family withdrew care and the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.